Manufacturer narrative:
On (B)(6) 2023, the bellafill dermal filler provider reported a patient with suspected occlusion after injection in acne scars on the cheeks. Injection date was on (B)(6) 2023. Medical intervention was provided: the patient completed 10 sessions of hyperbaric chamber treatments along with valtrex, bactrim ds, and viagra medications. At last contact on (B)(6) 2023 the patient is doing much better. Additional info: date of event: on (B)(6) 2023. This was the initial report date to suneva medical. Actual date of event is unknown. Patient injected with bellafill on (B)(6) 2023 and the patient had normal edema/erythema during the injection. Potential occlusion was reported to suneva on 03/03/2023 at the time of the original report. Device available for evaluation: bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." "Investigation findings" - no issues were found with the bellafill dermal filler lot used in the patient's procedure. Manufacturing records indicated the lot met all acceptance criteria upon release and review of retained lot samples found the lot continued to meet release criteria. 'Medical device problem code' and 'investigation conclusions': initial reporter indicated a subscision technique was done while injecting bellafill dermail filler for acne scarring. The subscision is suspected to have contributed to the initial symptoms of edema/erythema and report of suspected occlusion. Per bellafill instructions for use: ". Injection for acne scar can use both the retrograde linear threading and serial puncture techniques." Discussions with suneva medical affairs advisor confirmed that typical symptoms of an occlusion with bellafill injections occur imediately upon injection, and include an immediate blanching or whitening of the skin and associated skin pain, which was not reported to have occurred with this patient.

Event description:
On (B)(6) 2023, the bellafill dermal filler provider reported a patient with suspected occlusion after injection in acne scars on the cheeks. Injection date was on (B)(6) 2023. Medical intervention was provided: the patient completed 10 sessions of hyperbaric chamber treatments along with valtrex, bactrim ds, and viagra medications. At last contact on (B)(6) 2023 the patient is doing much better.